Event description:
As reported to coloplast though not verified, pt was implanted with restorelle y mesh. Later the pt experienced mesh erosion. An excision of the mesh was performed. Vaginal hemorrhage from area of the mesh excision was noted.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.